Event description:
It was reported that the right ventricular (rv) exhibited intermittent capture at max output. The rv lead was explanted and replaced. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).